Manufacturer narrative:
Customer returned insulin pump for an alleged blank display, pump error 53, and no communication between pump and transmitter found on (B)(6) 2021. The insulin pump passed the displacement test, active current test, sleep current test and self test. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. Device properly connected to the guardian link 3 and green test plug. No communication anomaly noted. However, pump error 53(line number 1216 file number 709) confirmed in the insulin pump history/trace files on (B)(6) 2021 at 9:56am. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and cracked keypad overlay. Blank display not confirmed during testing. No communication between insulin pump and transmitter not confirmed during testing. However, however, pump error 53(line number 1216 file number 709) confirmed in the insulin pump history/trace files on (B)(6) 2021 at 9:56am due to possible hardware error as per global logic analysis (esf #(B)(4)). Problem isolated to electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated they had waked up with the pump turned off, they changed batteries and it started working again, this issue happened 5 different times within the past 1 to 2 weeks. Customer stated as a result of the issue above, their transmitter was no longer connected with their pump, they tried to fix it but they did not. Customer also reported that insulin pump had received multiple pump errors. Customer stated insulin pump had received software error detected alarm three times and was able to clear alarm and complete the rewind process on all occurrence. Insulin pump also received a bolus not delivered error recently. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis